Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-09218. Related manufacturer report number: 2017865-2020-09219. It was reported that the patient experienced an infection from device implant and presented in the hospital. The physician confirmed the device was infected and the transthoracic echocardiogram revealed vegetation and growth on the leads. The system was removed. The patient was stable before, during, and after the procedure.